Event description:
Plaintiff alleges suffering from severe and irreversible type-1 latex allergy from her exposure to latex gloves. Allerges suffering physical injuries, pain and suffering, humillation,loss of enjoyment of life, lost wages ,lost earing capcity, medical expenses, medical monitoring expenses, embarrassment and huillation, fright and apprehension, and emotional distress, all of which are beleived to be permanent.